Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped and cracked. Event log history was performed and indicated that "motor rate error" was recorded in history. During analysis, the reported problem was able to be duplicated. Service replaced the motor assembly and that cleared up the reported problem. It was noted that it looked to be the issue was caused by use, parts were over 10 years old. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be due to normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump's motor locks up on 10ml syringe, 60ml/hr rate. No adverse effects were reported.